Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the intra-aortic pump (iap) used an entire tank of helium during a patient transport. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported problem of "leak in helium supply" is not confirmed. The returned helium regulator assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It has been reported that the intra-aortic pump (iap) used an entire tank of helium during a patient transport. There was no patient death, serious injury or patient complication reported.